Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h1, h2, and h6 have been updated accordingly. During a common bile duct stenting procedure, after releasing a 10x60 80 smart control self-expanding stent (ses), the operator found it difficult to extract the delivery system because the shaft remained anchored to the stent that was not totally expanded. After several attempts, the operator extracted the proximal part of the shaft while the internal distal sheath remained anchored to the guide, detaching itself from the delivery system. At this point, the operator was forced to remove the guide from the artery to recover the distal part of the shaft. The intended procedure was for stenosis in the common bile duct. The target lesion had a vessel diameter of 1cm, severe calcification, moderate vessel tortuosity, a rate of 90% stenosis and was not a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). The device was prepped as per the instructions for use (IFU) and prepped normally. The part that detached itself from the delivery shaft was the distal shaft. The sheath and guidewire used, were a non-cordis devices. The catheter used was a 5f tempo catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion. There was no unusual force used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The stent was post-dilated after the delivery system was removed. Following the reported events, the procedure was prolonged for fifteen minutes but in any case, it was successful. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17664440 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported, ¿stent delivery system (sds)-ses withdrawal difficulty - snagged/caught on stent¿, ¿outer sheath - distal tip separated - in patient¿, ¿stent-ses incomplete expansion¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics of severe calcification, moderate vessel tortuosity, a rate of 90% stenosis may have contributed to the reported events. As per the instructions for use (IFU), ¿introduction of stent delivery system: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ ¿stent deployment: while using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted stricture site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is deploying. Continue turning the tuning dial to cause further separation of the distal radiopaque markers until the distal end of the stent obtains full wall apposition. With the distal end of the stent opposing the vessel wall and continuing to maintain a fixed handle position, pull back the deployment lever to deploy the remainder of the stent. Deployment is complete when the proximal markers appose the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent.¿ ¿post-deployment stent dilatation: advance the deployment lever to its pre-deployment position (figure 1) while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then turning the dial counter-clockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is resheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the catheter sheath introducer and out of the body. Remove the delivery device from the guidewire. Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the stricture, post deployment balloon dilatation (standard pta technique) can be performed. Note: only areas within the stent length should receive post-deployment balloon dilatation. Select an appropriate size pta balloon catheter and dilate the stricture with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17664440 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after releasing a 10x60 80 smart control self-expanding stent (ses), the operator found it difficult to extract the delivery system because the shaft remained anchored to the stent, that was not totally expanded. After several attempts, the operator extracted the proximal part of the shaft while the internal distal sheath remained anchored to the guide, detaching itself from the delivery. At this point, the operator was forced to remove the guide from the artery to recover the distal part of the shaft. The intended procedure was for stenosis in the common bile duct. The target lesion had a vessel diameter of 1cm, severe calcification, moderate vessel tortuosity, a rate of 90% stenosis and was not a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). The device was prepped as per the instructions for use (IFU) and prepped normally. The part that detached itself from the delivery shaft was the distal shaft. The sheath and guidewire used, were a non-cordis devices. The catheter used was a 5f tempo catheter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion. There was no unusual force used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The stent was post-dilated after the delivery system was removed. Following the reported events, the procedure was prolonged for fifteen minutes but in any case it was successful.